Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on august 12, 2021 with lot number 1852209. Analysis of the returned device identified: broken shell, white particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior, striated opening on anterior, missing shell on posterior (0-25%) and crease flat. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. A striated opening assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive."

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.